Manufacturer narrative:
The investigation stated cell rinse efficiency could influence the creatinine results, however, with the result deviation the customer observed, cell carryover is unlikely. Based on the results the customer observed, the most likely root cause of the issue was due to reagent carryover. The customer has had no further issues since the service visit.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high creatinine result for 1 patient sample tested on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The initial creatinine result was 29.65 mg/dl. The sample was repeated and the result was 1.28 mg/dl. The sample was repeated on another unspecified system and the result was 1.29 mg/dl. There was no allegation that an adverse event occurred. The creatinine reagent lot number and expiration date were not provided. The technician was onsite and identified damaged tubes at the rinse station. After replacing the tubes, the issue did not recur.